Event description:
It was reported that using a femoral artery access approach during a procedure of the mildly calcified, mildly tortuous, 80% stenosed, de novo proximal left anterior descending (lad) artery the 2.5 x 38 mm xience xpedition stent was implanted successfully and post-dilatation with a nc trek balloon dilatation catheter (bdc) was performed without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. It was noted that within an hour post-procedure the patient developed chest pain and ventricular tachycardia; the patient expired within a half-hour without a chance to return to the cath lab suite. The symptoms suggest the patient developed a sudden total occlusion due to stent thrombosis. The exact cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina, hypotension, thrombosis, ventricular tachycardia, and death, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4).